Manufacturer narrative:
(B)(4). B5: describe event or problem additional information. D9: device availability additional information. G3: date received by manufacturer. G6: report type updated/follow-up. H2: additional information/device evaluation. H3: device evaluated by manufacturer additional information. H6: event problem and evaluation codes additional information.

Event description:
It was reported that signal loss over 1 hour occurred on for transmitter with serial number (B)(6). However, transmitter with serial number (B)(6) was returned for evaluation. An external visual inspection was performed and passed. Transmitter voltage test was performed and pass. Nordic bluetooth pairing test/download was performed and pass. A review of the share logs was performed and signal loss not found for serial number (B)(6) within the investigation window. The allegation was undetermined. A probable cause could not be determined as the allegation was not found. No injury or medical intervention was reported.

Event description:
It was reported that signal loss over one hour occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).